Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. (B)(6) (mother), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 250 to 300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: the hi (B)(6) 2017 08:23:00 pm fasting: yes, the hi (B)(6) 2017 08:22:00 pm fasting: yes, the hi (B)(6) 2017 08:21:00 pm fasting: yes, the hi (B)(6) 2017 08:20:00 pm fasting: yes, the 172mg/dl (B)(6) 2017 01:33:00 pm fasting: no. Pharmacist was able to provide truetrack meter and strips. I asked customer to take her daughter's blood glucose with new meter and she obtained a result of 505mg/dl fasting. Customer states that her daughter does not need medical attention.